Event description:
As reported from france by our edwards lifesciences affiliate this was a case of a 26mm sapien 3 ultra valve, in the aortic position by transfemoral approach. During the procedure, the guidewire was ejected from the left ventricle prior to valve alignment on the balloon. The procedure was aborted. As it was not possible to retrieve the 26mm commander delivery system and valve through 14fr esheath, a vascular surgery was performed to retrieve the system. A tube was used to repair the artery. The patient was good post-procedure.

Manufacturer narrative:
Investigation is ongoing. H3 other text : devices are not available for return.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Commander retrieval through the deployed thv and through the esheath/esheath+ are validated. Flex properties such as force, deflection angle, and deflection plane are verified. The delivery system indicates direction of flex in regard to the e-logo on the system handle and has a flex indicator to provide a visual reference of the degree of articulation. Balloon material, shape, and thickness is selected for balancing compliance and strength. Inflation/deflation times are verified, and the inflation device is verified to ensure enough vacuum to remove all the inflation volume to keep the balloon at the smallest profile possible after deflation. Balloons are tested for fatigue and burst pressure and their bonds are tested for strength to minimize the risk of having integrity failure during removal. The esheath/esheath+ is designed in such a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to withdraw the system, including an optional technique for snaring a burst balloon that may facilitate retrieval. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar events that were able to be confirmed indicates that patient and procedural factors can contribute to difficulty during withdrawal of the delivery system with crimped thv. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient factors such as calcification, tortuosity, or small vessel size may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing. Withdrawal of a crimped thv that has had its profile altered due to damage (such as bent inflow/outflow struts) or partial inflation can cause additional resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. Furthermore, if the sheath was previously damaged, it can cause further resistance as the delivery system with crimped thv is withdrawn into it. In addition, if the thv is not centered on the flex tip, the proximal end of the thv maybe be exposed to the environment and cause it to become caught on vasculature or sheath tip during withdrawal. Finally, the edwards procedural training manuals instruct the user to withdraw the delivery system with crimped thv and sheath from the patient as a single unit. If the user attempts to withdraw the delivery system with crimped thv through the sheath hub, the thv may become caught on the hemostasis seals within the sheath hub, resulting in withdrawal difficulty. In this case, the difficulty withdrawing the delivery system was unable to be confirmed. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or withdrawal technique) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.